Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, the device had regrasp alarms occurred frequently from the first output after 30min to 1hour of surgery. The alarm sounded a completion sound at a pace of once every 4,5 times. The sealing time on liver parenchyma was also abnormally long, and in the end, tissue became entangled in the blade, causing the trigger not to move. The device was removed from its entanglement. The device¿s knife blade was not extended. The safety device part attached to the front part of the cutting trigger got damaged during use. (The timing of the damage was unknown.) Nothing fell on the patient¿s cavity and all broken piece was collected. The device was cleaned each time after the re-grasp alarm started sounding. The procedure was not extended. No contamination occurred inside the patient's body. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found the tooth of the blade safety was broken; the piece was returned. There was evidence of use on the device. The broken blade safety tooth was consistent with misuse. The device was disassembled and it was determined that with the broken tooth, the blade safety could not be pushed out of the way when closing the jaws, resulting in the inability for the knife blade to advance. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured; it was found to be within specification. It was reported that the device was caught on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of eschar and foreign debris. The product analysis noted evidence that the device was not used as intended. The manufacturing rec ords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to divide tissue, maintain steady pressure on the ring handles and pull the cutting trigger until a hard stop is reached. Then release the cutting trigger to allow the cutting blade to retract. Do not place instruments near or in contact with flammable materials (such as gauze, surgical drapes, or flammable gases). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, the device had regrasp alarms occurred frequently from the first output after 30min to 1hour of surgery. The alarm sounded a completion sound at a pace of once every 4,5 times. The sealing time on liver parenchyma was also abnormally long, and in the end, tissue became entangled in the blade, causing the trigger could not be pulled. The device was removed from its shallow entanglement. The device¿s knife blade was not extended. The safety device part attached to the front part of the cutting trigger got damaged during use. (The timing of the damage was unknown.) Nothing fell on the patient¿s cavity and all broken piece was collected. The device was cleaned each time after the re-grasp alarm started sounding. The procedure was not extended. No contamination occurred inside the patient's body. There was no patient injury.